Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient presented with an infection at their neck incision site and their treatment with their device was modified and medication was added and the patient is currently recovering. Device history records could not be reviewed to date as the serial number of the patient's leads are unknown. No additional or relevant information has been received to date.

Event description:
Further information was received indicating that the outcome for the reported adverse is now recovered/resolved.